Manufacturer narrative:
H10: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaints history review was carried out using the part number provided, there have been further complaints reported with this issue in the past three years. It was reported that the device was used for treatment in which issues were experienced with the pump. The returned pump underwent a functional evaluation. An initial visual inspection of the device did not identify any issues. Data taken from the pump found that it functioned for just under 2 days before entering a non-recoverable error state. When the pump components were taken apart, it was found that the pcba data board was visibly contaminated with liquid. The analysis undertaken confirmed that the device had failed due to liquid entering and flooding the internal electronic components, which confirmed the root cause as user variance. This confirmed a relationship between the reported event and the device. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pico device was applied on (B)(6) 2019 and the device started to show some problems on (B)(6) 2019. It functioned on and off, turning itself off for some time and then resuming therapy. A backup was not available. The product will be returned for evaluation. No further information is available.